Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve popped. The physician assistant kept pushing the black valve down and it kept pushing. She finally put her finger on the valve while harvesting and was able to complete the procedure using the same device. The hospital did not report any patient complications.